Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: there were multiple occlusion alarms observed in the black box due to the force being high at the time of the occlusion. The pump successfully completed a rewind, load cartridge, and prime sequence successfully with no alarms. The force sensor calibration test confirmed the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring.